Manufacturer narrative:
1. A customer reported: "the shunt was not released during insertion". 2. The sample was received for investigation: - the sample was returned in an open secondary package. - the sample included labels, opened pouch and a plastic zipper bag that contained an company device placed in the cradle and additional plastic bag. - the shunt was placed in plastic bag. - the company device wire is fully pressed and does not protrude from cannula opening. 3. No other complaints for the lot. 4. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. 5. All products pass 100% final inspection at optonol prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be identified as the shunt was detached from company device which was operated and performed its functionality releasing the shunt- as expected (the shunt was not loaded onto the company device wire). The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during glaucoma shunt implant procedure, shunt would not release on insertion. The surgery was performed and completed after replacing the product with another one. No further information is expected.